Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary had narcotic drug specific to patient in the drawer was unable to recover. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the narcotic drug was holding the drawer and unable to recover. A field service engineer (fse) replaced the drawer controller, completed the inventory, and confirmed that all tests passed successfully. The system functioned as intended after the field service engineer repaired the device.